Event description:
It was reported that this right atrial (ra) lead was explanted due to it becoming dislodged with it presenting a lack of capture as a result, the physician opted to implant a new lead instead. No additional patient effects were reported. The device is not expected to return for analysis.